Event description:
It was reported the bronchovideoscope exhibited a burnt plastic distal end cover. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the burnt plastic distal end cover could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.